Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and gel bleed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 325cc mentor memorygel breast implants and experienced baker grade iii capsular contracture and gel bleed on the left side and anisomastia on the right side postoperatively. As a result, the patient underwent bilateral device removal and replacement with 320cc mentor memorygel breast implants, catalog number 3507320mc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2021. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware of the date of event. Mentor also became aware that the patient experienced baker grade iii capsular contracture and gel bleed on the left side and rupture on the right side caused by a chest injury. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. H6 health effect - clinical code e2402: chest injury this report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).